Event description:
It was reported that the patient underwent a left-sided tlif at l5-s1 using a peek cage packed with rhbmp-2. Following the surgery, the patient reportedly began to develop radiating pain to the legs and severe back pain and spasms. The patient has experienced numbness and tingling in the arms and hands, chronic pain, scar tissue, subsidence and bony overgrowth. Reportedly, the patient has never recovered from the surgery and continues to suffer from daily, disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2010: the patient was presented with l5-s1 lumbar spondylosis with radiculopathy. So he underwent left sided l5-s1 transforaminal lumbar interbody fusion, augmented interbody fusion utilizing bmp and local autograft and parameter cage. Posterior spinal fusion utilizing instrumentation , neutral monitoring. As per op notes "....end plates were then prepared and then local autograft was placed in the disk space with bone morphogenic protein and a 9 mm cage..."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.